Manufacturer narrative:
Evaluation of the transducer determined damage to the window allowed oil separation which caused the poor image quality issue. Lack of proper customer maintenance was noted as the root cause of this damage.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.